Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported low speed and pump stop events observed within the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 0.5¿ from the pump housing. Two distal portions of the dl, measuring approximately 13¿ and 25.5¿, were also returned. Evidence of a previous distal-end dl repair was observed on the 25.5¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was cut adjacent to its hardware, and the hardware was returned attached to the outlet elbow. The remainder of the sealed outflow graft material, the sealed outflow graft bend relief, and the bend relief collar were not returned for evaluation. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The returned 25.5" and 13" dl segments were tested for electrical continuity and did not reveal any discontinuities or shorts, despite manipulation of the driveline. Due to the short length of the 0.5" pump-end dl segment, the wires were not tested for continuity. Microscopic and visual inspection of the 13¿ dl segment revealed breaches in the insulation of the orange, green, and brown wires approximately 36.5"-37" from the controller connector. Further inspection of the 0.5" dl segment revealed breaches in the insulation of the black, yellow, and green wires at the base of the pump housing. The observed wire damage appeared to be result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining driveline portions revealed no evidence of damage to the wires or the underlying conductors. The driveline was then submerged in a saline bath for high potential (hi-pot) testing to verify the integrity of each wire¿s insulation. The test confirmed areas of current leakages in the insulation of the orange, green, and brown wires on the 13¿ dl segment. The 0.5" pump-end dl segment was not hi-pot tested due to its short length and identification of breaches to the black, yellow, and green wires at the pump housing. No additional areas of current leakage in the insulation of the remaining wires were observed. If the exposed conductors of the black, yellow, green, orange, or brown wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power, the resulting short could have caused the alarms and pump stop events captured in the submitted log file. Similar events could have occurred if the exposed conductors of the wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu). The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was cleaned and reassembled; however, due to the location of the confirmed internal dl wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. The hmii IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook also address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) and (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-01389. It was reported that the patient was admitted for two pump stops. The patient has had a history of short-to-shield since 2017. The patient underwent external repair due to total degradation of driveline sleeve on (B)(6) 2023 during which the returned section of the driveline returned showed no issues. The patient had pump speed drops below low speed limits and the pump stopped on (B)(6) 2023. These occurred while the patient was on battery power. It appeared as though the short-to-shield has progressed to a phase-to-phase short. The patient underwent heartmate ii system pump to heartmate 3 system pump exchange on (B)(6) 2023.

Manufacturer narrative:
The patient has had a history of short-to-shield since 2017 (onset reported under MFR. #2916596-2018-00082). The patient underwent external repair due to total degradation of driveline sleeve on (B)(6) 2023, which was reported under MFR. #2916596-2023-00721. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.